Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous repairs. Visual inspection was performed, and a buckled upstream occlusion seal (uso) was identified. The seal was replaced, and the device passed all testing criteria thereafter.

Event description:
The customer returned the product for dso sensor seal was bubbling up, during investigation, it was found that the upstream occlusion (uso) seal was buckling. There was no patient involvement.